Manufacturer narrative:
E1: patient city: (B)(6) patient country: united arab emirates. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Per revision 21 of procedure 3709030, a child investigation is not required to document the device history record (DHR) review for a type 2 reportable complaint. However, the child was created to allow the parent record to advance to review and summary. Since it was created, the device history record (DHR) review was documented within the child. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record 2403245 the batch 6011374, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011374 was manufactured according to the work instruction (wi) version 82 and manufacturing in the machine 12 on 28-jan-2025, with a total of 28,500 units. The sub-assembly of the lot 5a04097 was manufactured according to the wi version 27 on 28-jan-2025, with a total of (B)(4) units. The sub-assembly of the lot 5a04098 was manufactured according to the wi version 27 on 28-jan-2025, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4m01579 was manufactured according to the wi version 42 and manufactured in the machine 04 and 08, on 12-dec-2024, with a total of 60,000 units. The sub-assembly, gluing of tubing of the lot 4l04836 was manufactured according to the wi- version 42 and manufactured in the machine 04 and 08, on 01-dec-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. ·conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4) event occurred in the united arab emirates. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2025. The site of detachment was at the quieck release. No further information available.